Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed tower door. The field service engineer noticed an obstruction from inside at the bottom of the door. The fse unlocked the door manually and cleared the obstruction. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed tower door. The customer stated that the tower door failed and require maintenance, the door beeps 3 time when trying to recover. The issue is causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.